Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported the reason for calling was the same reason as usual. Patient stated they supposedly had their device explanted. However they had been having these objects come on and off in their body and strangle their kidneys and organs moving around the body and vagina area night and day. They further explained that it moved around and attacked different areas and at one time it was electrically shocking them and making their pee a different color when you would turn it on and off. Patient stated they had x-rays to prove that they had rtg devices implanted in their body and they were not ok with being implanted. Patient explained they had one explant in 2011 and got a letter stating they were implanted with another object and patient stated they were not ok with these objects. Patient stated they were implanted without consent and wanted to know how difficult it was to turn the devices on and off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who indicated that the patient's device was still active and was never removed. According to the caller the patient was having issues with their device which have been reported in previous file updates. No new allegations were made and patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Information that was previously covered in manufacturer's report number 3004209178-2017-14960 will now be covered in manufacture's report number 3004209178-2011-05763. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that patient had a device removed and she wouldn¿t have another device put it. Patient indicated she had x-ray, CT scan, myelogram and MRI. A day later, patient further reported that she had one of the bladder product, this was like 2 or 3 products and they were messing with her colon, her brain and pelvic are. She could feel it moving around her body. She had the in-stim icon for the bladder before. There were no further complications that have been reported as a result of this event.